Event description:
Depuy spine legal dept was made aware of legal action being taken by a charite artificial disc pt. Pt was implanted with charite discs in 2005. Document claims that x-rays taken in 2006, revealed that the implant had failed. Pt is reported to have undergone a series of procedures to remove the charite disc and a fusion be performed.

Manufacturer narrative:
Little info is known at this time. No definitive conclusions can be made. At this time, no connection can be made between the event and any shortcomings of the device, or info provided with the device.